Event description:
It was reported that the customer's insulin pump alarmed motor error during the rewind/prime process. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with motor error alarm during the basic occlusion test as a result of a loose drive support disk. However, the displacement test passed.